Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2024, it was reported that patient experienced issue with four infusion sets as they fell off during use. The event occurred within 2 days after insertion. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.